Event description:
It was reported that externalized conductors were observed when a patient presented in the operating room for a generator change-out. No electrical anomalies were detected. The lead remains implanted and the patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.